Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 25.0mg/ml for a total dose of 3.801mg/day via an implantable pump for spinal pain. It was reported that examination on (B)(6) 2017 revealed the patient developed abnormal skin erythema and hematoma after replacement of the intrathecal baclofen pump. The event required in patient or prolonged hospitalization. Medication was administered and clindamycin was prescribed on (B)(6) 2017-aug-05. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related and related to surgery/anesthesia. The event resolved without sequelae on (B)(6) 2017. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to hematoma. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the skin erythema and hematoma were related to the procedure. The exact cause was not indicated. The patient's weight was (B)(6). No further complications were reported/anticipated.